Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. The device was not returned for analysis; however, data logs was received. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated surgical procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Programmer displayed error messages such as "cannot connect to generator. The generator is not responding and ¿generator is not paired." Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.